Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were no displayed blood glucose readings for three and a half hours. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver ceasing to function. A root cause cannot be determined.